Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during a battery exchange, the ventricular assist device (vad) stopped. Review of log file data revealed a motor start event with parameters outside of the typical range and that the vad had a failed motor start event. It was noted that this ventricular assist device (vad) is included in the subgroup 2 population for delay or failure to restart it was also reported that the controller exhibited an unexpected loss of power. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional product: serial# (B)(6) h3:yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis associated with (B)(6) revealed a controller power up event was logged on 06/dec/2023 at 05:53:14, indicating a loss of power to the controller. The data point prior to the loss of power revealed that the power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2) with 25% relative state of charge (rsoc). The data point recorded after the loss of power revealed that the power adapter was connected to power port one (1) and that (B)(6) was connected to power port two (2). The controller was without power for fifteen (15) seconds. No anomalies were recorded leading up to the loss of power. Following the controller power up, review of the alarm log file revealed a vad stopped alarm was logged on 06/dec/2023 at 05:54:12, indicating that the pump failed to restart after multiple attempts. This vad stopped alarm was followed by a controller power up event on 06/dec/2023 at 05:57:15, likely due to troubleshooting. A successful motor start event was then logged 06/dec/2023 at 05:57:19. In addition, log file analysis revealed motor start events recorded on 13/sep/2019 at 09:14:40, on 13/sep/2019 at 15:12:12, on 20/jun/2021 at 00:44:48, on 03/feb/2023 at 02:25:13, and on 06/dec/2023 at 05:57:19, in which the motor start parameters were atypical. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the loss of power can be attributed to a disconnection of both power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) is part of [sub group 2]. CAPA pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event and atypical motor start parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient disconnected pump himself, during battery exchange.

Manufacturer narrative:
A supplemental report is being submitted for correction to d4 unique device identifier (UDI). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.